Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead exhibited oversensing. It was noted that the dependent patient was feeling fatigued, but it is unknown whether it was related to the noise or from the anesthesia from the recent device change-out procedure. Physician suspected a setscrew issue. Pocket manipulation was recommended. No further information available.